Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed motor test. The displacement test was found to function properly. The pump was received with missing end cap sticker, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error and no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was over 600 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.